Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the homechoice (hc) unit. This event occurred during patient use during drain 4/4. The home patient (hp) states she was disoriented last night and got out of bed a lot, the hp woke up disconnected from hc and alarming se 2240. The technical service representative (tsr) assisted the hp end therapy and advised notifying the registered nurse (rn) regarding possible air exposure. The tsr advised the hp to ensure full drain at start of next therapy as she may be holding a full fill amount. The probable cause: use error. Patient forgot to close a clamp on an unused line, patient spiked through the wall in a port, patient disconnected and did not return before a drain started or a supply bag fell and became disconnected. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). No further information is available. If the sample and evaluation results become available, a follow up report will be submitted.